Event description:
An issue was reported where the insulin pump's gauge displayed an amount different than expected, with the caller experiencing a fill estimate issue showing 40 units instead of the expected 200 units. There was no adverse impact to the customer's blood glucose level. The caller was educated about the accuracy of positive values indicating detected insulin and instructed to deliver a 10.2 unit bolus, which adjusted the fill estimate to 36 units. The caller chose not to replace the cartridge but was advised on the importance of completing the cartridge air removal step before filling. The caller decided to continue using the current cartridge and was informed to follow up if necessary.